Event description:
It was reported that signal loss occurred. On (B)(6) 2024, the patient reported "signal failure" that put him into the hospital. The patient noted that he had no connection and confirmed bluetooth was not, so he did not have any reading. The patient reported checking a bg (blood glucose) which was 455-466 mg/dl. A few minutes after that, the signal returned and the reading on the display device was high. The patient declined to provide further details about the event. The patient declined to discuss treatment for hyperglycemia in the hospital or length of stay in the hospital. It was stated that the patient was transported by ems (emergency medical services) but did not experience any symptoms prior to and/or at the time of the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient reportedly seemed fine when he reported the issue but was noted to be uncooperative. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.